Manufacturer narrative:
Insulin pump was received with critical pump error (open book image) alarm. The insulin pump was received with a critical pump error (open book image) alarm and pump error alarm is found in the formatted history file due to moisture damage on the force sensor. Unable to perform the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Moisture damage was also found on the electronic assembly and motor during visual inspection. No moisture damage found on the keypad assembly. The insulin pump was received with scratched case and pillowing keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump had critical pump errors alarm. Customer blood glucose reading was 257. Troubleshooting was performed. Customer fell in the water while canoeing. Insulin pump will be returning for analysis.